Event description:
Pt reported that back to back tests performed on the surestep meter were 91, 119 and 115 mg/dl (26% difference). No symptoms were reported. The meter is not cleaned according to MFR's product recommendations. Control solution test result (131) was in range. There was no allegation of harm.